Event description:
Surgeon treating patient for cervical stenosis implanted an accs cervical plate and eight (8) 4.0mm ti cortex screws self-drilling/variable angle 16mm in 2004. During a routine follow-up apppointment eight days later, x-ray confirmed that one (1) of the most caudal screws had broken. Surgeon decided that he will explant the screw.

Manufacturer narrative:
This information was not provided during the initial report of the event. A letter and questionnaire have been sent requesting additional information, but no response has been received to-date. H3, h6: no evaluation could be made, no conclusion could be drawn as no device has been returned.